Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was successfully deployed. The physician dilated the stent using a controlled radial expansion (cre) wire guided balloon to optimize maximum diameter of the stent, then the physician placed the esophagogastroduodenoscopy (egd) scope through the stent; however, the stent moved out of its position into the native stomach. The physician attempted to reposition the stent into the correct position using a rat tooth forceps; however, the stent would no longer stay in place. The stent was removed using grasping forceps and the procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. According to the complainant, the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.